Manufacturer narrative:
The investigation into the reported events has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. Data showed the low flow occurred when pump started that triggered auto suction response and suction alarms. Shortly after activation, a high motor current pump stop occurred that triggered alarm 13 impella stopped - mc high. An attempt to restart the pump failed. The pump was then stopped manually. The evaluation revealed that the most likely cause of the issue was biomaterial (thrombus). Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The us complainant had a cp support initiated for support of a ami/cgs patient. The cp was found to have low flows and was replaced. At the time of explant the cp was observed to have clot/thrombosis. The new 2nd pump was placed without harm or injury. The pump data logs were analyzed and found to have a pump stop.